Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the product tank with o2 was leaking. Additional malfunctions include the homefill port was cracked, the smart pack filters for the filter inlet was dirty, the nylon ties were loose, and the gear clamps for the manifold were leaking.